Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a maxzero leak that occurred on unit 9t. It was noted that while "...flushing the port on the huber needle with both ports unclamped, swab cap in place on the unused port not being used. Flushed the line with 10cc saline, checked for blood return, flushed and noticed leaking from port with the swab cap. After she removed the alcohol cap, saw the bead of fluid on the connector." Blood splashed onto the clinician's gloves and the patient's gown. There was no patient harm. Per the clinician, the maxzero connector needed to be changed. Although requested, no further information was available.

Manufacturer narrative:
Additional information added; d.10. Correction; h.6. (Patient code). The customer's report of maxzero leak was not confirmed. Visual inspection of the associate sets noted the maxzero were attached to each other; maxzero connectors to set's female luers and alcohol cap to second connector. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that there was a maxzero leak that occurred on unit 9t. It was noted that while "...flushing the port on the huber needle with both ports unclamped, the swab cap in place on the unused port was not being used. Flushed the line with 10cc saline, checked for blood return, flushed and noticed leaking from port with the swab cap. After removing the alcohol cap, the clinician noticed the bead of fluid on the connector." Blood splashed onto the clinician's gloves and the patient's gown. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Per the clinician, the maxzero connector needed to be changed. Although requested, no further event information was available.